Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a dependent patient was presented to the operating room for a scheduled implant procedure. During the procedure, the lead was unable to connect to the pulse generator. The device was not implanted, and a new device was able to connect to the lead.